Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this left ventricular (lv) lead was recently seen at concord hospital for a routine follow-up. The hospital technician had mentioned that at a previous check in june 2022, this lv lead was sensing atrial flutter and was not capturing at 7v at 1.0ms. The hospital technician contacted the hospital cardiologist and a chest x-ray was performed on this patient. The imaging confirmed that the lv lead had dislodged and was near the coronary sinus atrium. No decision was made at that time since the patient had not seen the cardiologist. At the recent follow-up, the biv trigger feature on the device was programmed off. The patient will be scheduled to see the cardiologist for a consult to reposition this lv lead or continue with a more conservative approach. Additionally, during device check, this right atrial (ra) lead appears to be undersensing aflutter. The flutter wave had dropped from 1.8mv to 0.3-0.5mv. The atrial sensitivity was increased and the undersensing was still noted on the egm. The atrial impedance remained stable. The device programming was set to ddi 60-130 bpm while waiting on clinical decision to be made on the lv lead. No adverse patient effects were reported. This lv lead and ra lead remains in-service.